Manufacturer narrative:
The actual device and photograph were received for evaluation. A visual inspection was performed and noted the patient adaptor was separated from the bushing/tubing. Markings on the tubing were observed indicating patient adaptor was positioned in the tubing. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the patient experienced a disconnection between the transfer set and the pd catheter. The patient reported the pd fluid ¿poured out a little bit¿. The patient immediately clamped the tubing to stop the flow. The cause of the disconnection was not reported. The patient was prescribed prophylactic antibiotics (intraperitoneal vancomycin 1.5gm), no further details. No further medical intervention was reported for this event. There was no patient injury associated with this event. No additional information is available.